Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was rebooting on its own and freezing up. They would like to send the device in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was rebooting on its own and freezing up.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated that cns device, mu-971ra s/n (B)(6), rebooted on its own. Additionally, upon boot up, device freezes intermittently. Device was sent to nka repair center for evaluation and repair. Nka repair center evaluated the device. During the initial evaluation on 7/24/2018, the reported issue was not duplicated. No issues with the hard disk drive or booting up were noted. Upon re-evaluation on 9/27/2018, nka repair center noted that device was exhibiting the reported symptoms. Additionally, the power switch was intermittently not working as well. A resolution was not documented. Service requested: evaluation and repair. Service performed: evaluation. Investigation results: [risk assessment] the probability of this issue re-occurring is derived from c4c data. Data was pulled on jan 22, 2020. Out of 33046 records, the ticket title is filtered for "hdd" keyword. The service category is filtered to include only "pm" related incidents. Pm is referring to patient monitoring devices. The model is filtered to show only "mu-971ra" incidents. There were 3 incidents of hard drive failure. A repeat of the above procedure for keyword "hard drive" yielded 7 incidents. The total number of cns 9701 with hdd failure equals to 10 incidents. Total number of units sold is available in sap. The total number of units sold since 2014 (the beginning of sap data) is 1770. The power issue has a rate of occurrence at 0.6%, or according to sop06-075, quality complaint investigations, the event may only occur in exceptional circumstances - rare. Risks: the risks of cns hard drive (hdd) failure is that there is a loss of central monitoring of patient's vital signs and waveforms, along with other patient information. The cns monitors both bedside and wireless telemetry transmitters devices. Bedside monitors have local alarm functions, both audible and visual, while wireless telemetry transmitters display compressed waveform and numeric data of the latest 10 minutes. When the cns hard drive fails, an error message (as is the case on ticket 49854) is displayed, therefore the issue is immediately noticeable by the attending clinician. If alternate monitoring means are not available for the wireless telemetry patients, there is a possible loss of patient monitoring. In a worst-case scenario, the loss of monitoring capability at a central nursing station for cardiac rhythm and vital signs could delay the recognition and management of arrythmias and sudden deteriorations in vital signs in critically ill patients. This could adversely impact the outcome of subsequent treatments such as resuscitation. The risk is considered "major" as defined under sop06-075, quality complaint investigations. Therefore, the overall risk of this event, taking into consideration of severity and probability, is medium. Cns's intended use: the cns-9701central monitor is designed for use in various hospital environments, including the ICU, ccu, recovery room, and general ward. The central monitor allows hospital staff to monitor patient's vital signs and waveforms, along with other patient information. The central monitor is designed so the operator can directly touch the screen from the operator's position. The patient monitoring network is composed of central monitors, bedside monitors, multiple patient receivers and transmitters. [History] device was put into service on 5/7/2004. Service history shows the following: 03/18/2019 300164065 - not related to current incident. 01/29/2019 300157753 - not related to current incident. 01/25/2019 300157111 - not related to current incident. 05/23/2018 300126227 - current incident. 01/09/2018 300109229 - not related to current incident. 01/09/2018 300109215 - not related to current incident. 08/24/2017 300095305 - not related to current incident. 07/21/2017 300090919 - not related to current incident. 06/30/2017 300088905 - not related to current incident. 04/18/2017 300082283 - not related to current incident. 04/12/2017 300081883 - not related to current incident. 12/07/2016 300068236 - not related to current incident. The reported issue has no precedent and has not re-occurred. Cns-9701 service manual, revision f, states that device should undergo periodic maintenance inspection at least once every 6 months. Items to be replaced periodically include hard disk drives and cooling fan chassis. These items are to be replaced every 2 years (or 20,000 working hours if user keeps track of the working time). Due to maintenance history for device is not available, it is not possible to determine the root cause of the intermittent freezing. Investigation conclusion due to maintenance history for device is not available, it is not possible to determine the root cause of the intermittent freezing.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was rebooting on its own and freezing up.